Manufacturer narrative:
(B(4).

Event description:
It was stated that the devices were not working. The pt had two interstim systems. He felt they were shocking him even when turned off and they were causing numbness in the lower back along with brief and intense pain. The pt wanted the devices removed. Further info is being requested from the hcp. See also MFR report 3007566237-2011-03263.